Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol cap(B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
It was reported the mandril wire broke (separated) twice while the physician was measuring the PICC line. The patient did not require an additional procedure due to this occurrence. However, another wire was used to re-measure the PICC line to complete the procedure.